Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that following insertion the patient experienced dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat genuine stress urinary incontinence, pelvic pain and menorrhagia. It was reported that the patient underwent the concurrent procedures of laparoscopic assisted vaginal hysterectomy /lso during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, painful intercourse and mesh erosion. It was reported that following insertion the patient experienced urinary/bowel problems and vaginal scarring. It was reported that patient underwent excision of suburethral vaginal mesh from pelvic sidewall to sidewall, plastic repair of vaginal, dissection defects with biologic graft (biodesign) and cystoscopy on (B)(6) 2011 due to mesh erosion. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.